Event description:
The field service engineer (fse) reported a detached cv2 body from ring. Separation of the valve flap from the ring body could block airflow through the gas path of the assembly. No patient involvement reported.